Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that he has been experiencing high and low blood glucose levels. The customer takes blood pressure and blood thinner medication. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer felt that the insulin pump was not working, and felt that this could be part of the reason for his erratic blood glucose levels. The customer did not have a tubing clamp to conduct the high pressure test. The tubing clamp was shipped to the customer, and he was advised to call back to conduct the test. Nothing further was reported.